Event description:
Caller reported a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the caller to use multiple daily injections (mdi) as backup therapy.